Event description:
It was reported an affiniti 50 ultrasound system¿s monitor arm had broken and fallen. This issue was discovered outside of use after unpacking and prior to installation. There was no reported patient or user harm due to this issue. The field service engineer replaced the articulating monitor arm to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the articulation arm damage and determined the cause was related to transport of the system to the customer site. The articulation arm was replaced to address the customer's immediate concerns. The damaged arm was disposed of at the customer's site. No further information is available.